Event description:
It was reported that the mobile app crashed while the user was loading a cartridge. There was no adverse impact to the customer's blood glucose level. Despite efforts to re-pair the mobile app with the pump, the issue persisted until the customer was instructed to uninstall, "forget" the pump from the bluetooth menu, reinstall the app, and attempt to pair again, which resolved the crashing issue.